Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the buttons were harder to press. The customer¿s blood glucose level was unknown. The insulin pump received no delivery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioned properly and no button error alarm was noted during testing. No moisture or corroded keypad was found. No flattened keypad noted. The keypad connector was inspected and it was locked on the lcd board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and self tests. No anomaly was noted during testing.